Event description:
It was reported that after the start of a da vinci assisted total hysterectomy, rectal infiltration was observed after a vaginal incision was performed. The procedure for rectal combined resection was converted to laparotomy and completed. On 15-dec-2020, intuitive surgical, inc (is) received additional information about the event: the doctor commented, "although rectal infiltration is a concern, robotic surgery was performed at the request of the patient." "It is not related to medical equipment." As a company, there are no reports of malfunctions in medical devices. Since this is a case of concern about rectal infiltration before surgery, it is considered to be due to the patient's predisposition (progression of the underlying disease).

Manufacturer narrative:
Based on the current information provided, the root cause of the customer-reported intra-operative complication cannot be determined. A review of the system logs for the event date has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after the start of a da vinci assisted total hysterectomy, rectal infiltration was observed after a vaginal incision was performed. The procedure for rectal combined resection was converted to laparotomy and completed.